Event description:
Unomedical reference number (B)(4). Event occurred in israel, on 29-may-2024, it was reported that the patient experienced high blood glucose and facing the problems with blood glucose and seizure and diabetic coma. The patient when admitted to hospital the value is 500. The length of hospitalization is overnight and at the time of incident the blood glucose level was 497 and at the time of call it is 273 mg/dl. The patient also tests with ketone and found ketone result value 6.2. The symptoms at the time of hospitalization patient suffer is vomiting, diarrhea and fatigue (weakness). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.